Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a clock monitor frequency error alarm. Customer's blood glucose was 140 mg/dl. The customer also stated there was cracks and condensation under their insulin pump's screen. Customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. The insulin pump was unable to verify alarm and reset anomaly due to blank display. The insulin pump received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.